Event description:
The customer reported that on 12/18/1998 vasoseal was used following a diagnostic catheterization procedure. Two days later, the pt presented with severe groin pain. Arteriogram revealed embolus in cfa and migration of collagen plugs to tibia at bifurcation. Surgery performed to remove collagen and clot. Pathology report confirmed collagen material found in clot and at tibia bifurcation.